Event description:
Left basilic accessed with 51g needle under ultrasound (B)(4) , microintroducer and catheter advanced easily. (B)(4) guidewire removed from catheter, (B)(4) recalibrated. (B)(4) guidewire reintroduced to catheter then removed. Nurse looked down at the (B)(4) guidewire before nurse went to reintroduce the wire for the second time and noticed the end was bent and bareley hanging on. (B)(4) guidewire was then placed to the side and not used any further. PICC line was secured and dressed stat pcxr was obtained. No patient harm.